Manufacturer narrative:
No sample was provided for eval. No corrective actions will be taken as we are unable to determine a root cause for this strikethough. No add'l info has been rec'd. This complaint has been closed. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigation.

Event description:
Kimberly-clark has rec'd a complaint indicating that the physician had "two quarter size spots of blood on their scrubs in the abdominal area" after doing an exploratory laparotomy procedure lasting approx 2 hrs. It should be noted that the physician leaned on the table during the procedure. There was no reports of any injuries related to the reported strikethrough. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facilities where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).